Manufacturer narrative:
Concomitant medications (index procedure): heparin, intra-procedure, aspirin and clopidogrel, pre and post-procedure. Concomitant devices (index procedure): angioguard rx 701814rec, 70108534. The e-mail received from (B)(4) registry indicated that approximately one year post index procedure, the patient experienced reflex change and hemiparesis on the right side. Onset was sudden and recovery was partial with minor residual. Diagnosis was an ischemic stroke. During the index procedure pta was performed on a 95% occluded lesion in a mildly calcified proximal left internal carotid artery of 15mm in length in a 7.0mm vessel diameter. An embolic protection device was deployed and the lesion was pre-dilated before an 8x30mm precise pro rx stent was deployed. The residual diameter stenosis measured 0%. The angioguard was successfully removed. The patient had no neurological deficits upon leaving the angio suite. The patient was discharged the following day. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14121634 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. Ischemic stroke is a known potential long term risk associated with implanting a stent in a carotid artery. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. Patient, vessel and pharmaceutical factors may have contributed to the reported events. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
The e-mail received from (B)(4) registry indicated that approximately one year post index procedure, the patient experienced reflex change and hemiparesis on the right side. Onset was sudden recovery was partial with minor residual. Diagnosis was an ischemic stroke. Pta was performed on a 95% occluded lesion in the proximal left internal carotid artery of 15mm in length in a 7.0mm vessel diameter. The (arch ii) lesion was mildly calcified. A 7mm extra support angioguard embolic protection device was deployed and the lesion was pre-dilated with an unidentified balloon before an 8x30mm precise pro rx stent was deployed at the target site. The residual diameter stenosis measured 0%. The angioguard was successfully removed. The patient had no neurological deficits upon leaving the angio suite. The patient was discharged on the following day. No adverse events were reported during the 1 month follow-up exam.